Event description:
Caller reported a cartridge alarm 20. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was unsure whether they reloaded or replaced the cartridge and was advised by technical support to call back if the alarm occurred again.